Manufacturer narrative:
The returned data and the pacemaker were analyzed. The pacemaker underwent an electrical incoming goods test. An interrogation of the pacemaker was not successful. Next, the pacemaker was opened and analyzed destructively. The current uptake was measured, and the current was within the expected range. Furthermore, the output signal of the pacemaker was measured. The pacemaker paced in backup mode. The returned excerpt of the pacemaker memory contents was analyzed, and the increased current uptake at the time of the error message was confirmed. A visual analysis of the electronic module was completely unremarkable. In the further course of the examination., the pacemaker was warmed to 37 degrees celsius and underwent a stress test (vibration and pressure). The increased current uptake could not be reproduced in the context of this test either.

Event description:
Ous MDR. After an implantation time of about 6 years, it was reported that the pacemaker showed the error message "average power consumption too high" during a follow-up. No worsening of the patient's state of health was reported. The pacemaker was explanted.